Manufacturer narrative:
Device was used for treatment, not diagnosis. Yokoyama, k., and et al. (2006) risk factors for deep infection in secondary intramedullary nailing after external fixation for open tibial fractures. Injury, int. J. Care injured, volume 37: 554-560. This report is for unknown - ao/asif unreamed tibial nails/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article yokoyama, k., and et al. (2006) risk factors for deep infection in secondary intramedullary nailing after external fixation for open tibial fractures. Injury, int. J. Care injured, volume 37: 554-560. The purpose of this article is to investigate the risk factors for deep infection in secondary intramedullary nailing after external fixation for open tibial fractures. Between 1986 january and 2002 february, forty-two (42) patients were treated for open tibial fractures with secondary intramedullary nailing (imn) after external fixation (ef). Thirty-five (35) patients were male and seven (7) patients were female. The mean patients' age at the time of injury was 31.9 years (range 15-65 years). Follow-up evaluations lasted from 2 to 12 years (mean, 36 months) after the original injury. This is report 1 of 1 for (B)(4). This report is for an unknown - ao/asif unreamed tibial nails and refers to seven (7) unknown patients who developed deep infections.